Event description:
Boston scientific received information that a potential right ventricular (rv) lead perforation was observed through computed tomography (CT) scan. Boston scientific technical services (ts) asked how the lead measurements now compared during implant. The field representative reported that they were identical except for pacing impedances which decreased but within normal limit. Ts stated that chest x-ray could be considered to confirm perforation. This lead was scheduled for repositioning due to possible perforation. However, all measurements except impedance were equivalent prior to implant, no pericardial effusion seen, and the likelihood of tissue growth at the lead's end. The physician decided not to perform a lead revision. This lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead was electively explanted without any issues. The potential perforation that was initially reported was confirmed negative upon lead revision. The patient complaint of a chest pain was also not related with any lead issue.

Event description:
Additional information received from the field representative that this lead was successfully revised with no intraoperative complications. In post-op, however, the patient complaint of 9/10 chest pain but subsided by the end of the day. The was pain was not related to the procedure and the physician prescribed pain medications. In addition, the field representative visited the patient recently and the patient was doing well with the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, product analysis did not confirm the allegation. However, there was torn/separation from the gore at proximal end of the spring electrode and the proximal spring. The helix was extended and slightly stretched with tissue that was entwined in it.